Manufacturer narrative:
Internal reference number: (B)(4). The navio surgical system us, part number npfs02000, serial number unknown, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review was performed by part number and no similar complaints were identified. Without definitive lot/serial numbers a complaint history review cannot be performed for the serial numbers involved. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR. The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during set-up for a navio assisted surgery, an unspecified robotic failure occurred. The procedure was performed, without any delay, by changed to manual instrumentation. Since the incident occurred before the procedure, the patient was not yet involved. This information was collected retrospectively as part of a post-market clinical follow up activity and is provided in an anonymized format; therefore, no further information available.